Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("the radiology technician advised that one coil had slightly moved."), enterocolitis infectious ("multiple colon infections"), diverticulitis ("diverticulitis"), large intestine perforation ("perforation of colon and colostomy bag"), umbilical hernia ("umbilical hernia"), abdominal hernia ("abdominal hernia") and infection ("infection nos") in a 28-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature delivery. Previously administered products included for an unreported indication: yaz. Concurrent conditions included osteitis and adenomyosis. Concomitant products included anovlar (loestrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In 2009, the patient experienced teeth brittle ("dental issues-brittle teeth"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced diverticulitis (seriousness criterion medically significant) and gastrointestinal pain ("gastrointestinal or digestive system conditions-constant pain"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2012, 4 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("nickel allergy") with rash. On (B)(6) 2017, the patient experienced large intestine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), enterocolitis infectious (seriousness criterion medically significant), post procedural infection ("infection after surgery,"), endometriosis ("endometriosis"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), dyspareunia ("painful intercourse"), adhesion ("colon attached to the uterus"), umbilical hernia (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), abdominal hernia (seriousness criterion medically significant) and infection (seriousness criterion hospitalization). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy.), surgery (colostomy, colectomy), surgery (umbilical hernia surgery) and surgery (abdominal hernia surgery). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, teeth brittle, allergy to metals, enterocolitis infectious, post procedural infection, depression, migraine, headache, weight increased, diverticulitis, large intestine perforation, endometriosis, abdominal pain upper, dyspareunia, adhesion, umbilical hernia, gastrointestinal pain, abdominal pain lower, abdominal hernia and infection outcome was unknown, the dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal hernia, abdominal pain lower, abdominal pain upper, adhesion, allergy to metals, alopecia, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, enterocolitis infectious, fatigue, gastrointestinal pain, headache, infection, large intestine perforation, migraine, pelvic pain, post procedural infection, teeth brittle, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion what did your healthcare provider tell you about your results: the radiology technician advised that one coil had slightly moved; however, it should be fine. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received- new event , infection after surgery, depression, migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, diverticulitis, perforation of colon, endometriosis, hair loss, stomach pain, painful intercourse, colon attached to the uterus, abdominal hernia, umbilical hernia, gastrointestinal or digestive system conditions-constant pain, multiple colon infections ,the radiology technician advised that one coil had slightly moved were added. New reporter, patient information, lot number, lab data, historical and concomitant conditions, treatment, historical and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("the radiology technician advised that one coil had slightly moved."), umbilical hernia ("umbilical hernia"), infection ("infection nos"), infectious colitis ("multiple colon infections"), abdominal hernia ("abdominal hernia"), diverticulitis ("diverticulitis") and large intestine perforation ("perforation of colon and colostomy bag") in a 28-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature delivery. Previously administered products included for an unreported indication: yaz. Concurrent conditions included osteitis and adenomyosis. Concomitant products included anovlar (loestrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In 2009, the patient experienced teeth brittle ("dental issues-brittle teeth"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced diverticulitis (seriousness criterion medically significant) and gastrointestinal pain ("gastrointestinal or digestive system conditions-constant pain"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2012, 4 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact. On (B)(6) 2017, the patient experienced large intestine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), umbilical hernia (seriousness criterion medically significant), infection (seriousness criterion hospitalization), infectious colitis (seriousness criterion medically significant), abdominal hernia (seriousness criterion medically significant), post procedural infection ("infection after surgery,"), endometriosis ("endometriosis"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), dyspareunia ("painful intercourse"), abdominal adhesions ("colon attached to the uterus") and abdominal pain lower ("abdominal cramping"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy.), surgery (umbilical hernia surgery), surgery (abdominal hernia surgery) and surgery (colostomy, colectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, umbilical hernia, infection, infectious colitis, abdominal hernia, diverticulitis, teeth brittle, allergy to metals, post procedural infection, depression, migraine, headache, weight increased, large intestine perforation, endometriosis, abdominal pain upper, dyspareunia, abdominal adhesions, gastrointestinal pain and abdominal pain lower outcome was unknown, the dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal adhesions, abdominal hernia, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal pain, headache, infection, infectious colitis, large intestine perforation, migraine, pelvic pain, post procedural infection, teeth brittle, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion what did your healthcare provider tell you about your results: the radiology technician advised that one coil had slightly moved; however, it should be fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("the radiology technician advised that one coil had slightly moved."), umbilical hernia ("umbilical hernia"), infection ("infection nos"), infectious colitis ("multiple colon infections"), abdominal hernia ("abdominal hernia"), diverticulitis ("diverticulitis") and large intestine perforation ("perforation of colon and colostomy bag") in a 28-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature delivery. Previously administered products included for an unreported indication: yaz. Concurrent conditions included osteitis, adenomyosis and body mass index normal. Concomitant products included anovlar (loestrin). On (B)(6) 2007, the patient had essure (ess205) inserted , the patient experienced fatigue ("fatigue") and weight increased ("weight gain loss (specify which one)"). In 2009, the patient experienced teeth brittle (" detal problem :dental issues-brittle teeth"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping) severe and lasted long"). In (B)(6) 2009, the patient experienced diverticulitis (seriousness criterion medically significant) and gastrointestinal pain ("gastrointestinal or digestive system conditions-constant pain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6) 2012, 4 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact and hypersensitivity ("allergic or hypersensitivity reaction"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced large intestine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), umbilical hernia (seriousness criterion medically significant), infection (seriousness criterion hospitalization), infectious colitis (seriousness criterion medically significant), abdominal hernia (seriousness criterion medically significant), post procedural infection ("infection after surgery,"), endometriosis ("other injury : endometriosis endymiosis"), abdominal pain upper ("stomach pain"), dyspareunia ("painful intercourse"), abdominal adhesions ("colon attached to the uterus"), abdominal pain lower ("abdominal cramping") and rash ("rashes or skin condition"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy.), surgery (umbilical hernia surgery), surgery (abdominal hernia surgery) and surgery (colostomy, colectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, umbilical hernia, infection, infectious colitis, abdominal hernia, diverticulitis, teeth brittle, allergy to metals, post procedural infection, depression, migraine, headache, weight increased, large intestine perforation, endometriosis, abdominal pain upper, dyspareunia, abdominal adhesions, gastrointestinal pain, abdominal pain lower, rash and hypersensitivity outcome was unknown, the dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal adhesions, abdominal hernia, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal pain, headache, hypersensitivity, infection, infectious colitis, large intestine perforation, migraine, pelvic pain, post procedural infection, rash, teeth brittle, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. What did your healthcare provider tell you about your results: the radiology technician advised that one coil had slightly moved; however, it should be fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event : allergic or hypersensitivity reaction , rashes or skin condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('the radiology technician advised that one coil had slightly moved.'), fallopian tube perforation ('perforation'), umbilical hernia ('umbilical hernia'), infection ('infection nos'), large intestine infection ('multiple colon infections'), abdominal hernia ('abdominal hernia'), diverticulitis ('diverticulitis') and large intestine perforation ('perforation of colon and colostomy bag') in a 28-year-old female patient who had essure (ess205) (batch no. 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery. What did your healthcare provider tell you about your results: the radiology technician advised that one coil had slightly moved; however, it should be fine. Previously administered products included for an unreported indication: yaz. Concurrent conditions included osteitis, adenomyosis and body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain loss (specify which one)"). In 2009, the patient experienced teeth brittle (" detal problem :dental issues-brittle teeth"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping) severe and lasted long"). In (B)(6) 2009, the patient experienced diverticulitis (seriousness criterion medically significant) and gastrointestinal pain ("gastrointestinal or digestive system conditions-constant pain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure (ess205). In 2013, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact and hypersensitivity ("allergic or hypersensitivity reaction"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced large intestine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), umbilical hernia (seriousness criterion medically significant), infection (seriousness criterion hospitalization), large intestine infection (seriousness criterion medically significant), abdominal hernia (seriousness criterion medically significant), post procedural infection ("infection after surgery,"), endometriosis ("other injury : endometriosis endymiosis"), abdominal pain upper ("stomach pain"), dyspareunia ("painful intercourse"), abdominal adhesions ("colon attached to the uterus"), abdominal pain lower ("abdominal cramping") and rash ("rashes or skin condition"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy., umbilical hernia surgery, abdominal hernia surgery and colostomy, colectomy) and denture. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, umbilical hernia, infection, large intestine infection, abdominal hernia, diverticulitis, teeth brittle, allergy to metals, post procedural infection, depression, migraine, headache, weight increased, large intestine perforation, endometriosis, abdominal pain upper, dyspareunia, abdominal adhesions, gastrointestinal pain, abdominal pain lower, rash and hypersensitivity outcome was unknown, the dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal adhesions, abdominal hernia, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal pain, headache, hypersensitivity, infection, large intestine infection, large intestine perforation, migraine, pelvic pain, post procedural infection, rash, teeth brittle, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: specimen: uterus & cervix, uterus, cervix, and bilateral fallopian tubes. Diagnosis result: uterus, cervix, bilateral fallopian tubes, resection:cervix with mature and immature squamous metaplasia, mild chronic cervicitis and nabothian cysts.benign proliferative endometrium with foci of stromal hemorrhage and breakdown.solitary leiomyoma (1.3 cm) with focal stromal hemorrhage, intramural within the myometrium. Both fallopian tubes contain coiled wires proximally and show no significant histopathologic changes. Gross description: received a total hysterectomy and bilateral salpingectomy specimen. Bilateral coiled wires are noted within the fallopian tube lumens. The endometrium is hemorrhagic and uniform. Upon cross sectioning, a single, 1.3 cm probable leiomyoma is noted in the lower uterine segment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event fallopian tube perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('the radiology technician advised that one coil had slightly moved.'), fallopian tube perforation ('perforation'), large intestine perforation ('perforation of colon and colostomy bag'), umbilical hernia ('umbilical hernia'), infection ('infection nos'), large intestine infection ('multiple colon infections'), abdominal hernia ('abdominal hernia') and diverticulitis ('diverticulitis') in a 28-year-old female patient who had essure (ess205) (batch no: 623647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery. What did your healthcare provider tell you about your results: the radiology technician advised that one coil had slightly moved; however, it should be fine. Previously administered products included for an unreported indication: yaz. Concurrent conditions included osteitis, adenomyosis and body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain loss (specify which one)"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe and lasted long"), teeth brittle (" dental problem: dental issues-brittle teeth"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced diverticulitis (seriousness criterion medically significant) and gastrointestinal pain ("gastrointestinal or digestive system conditions-constant pain"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure (ess205). In 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and allergy to metals ("nickel allergy") with dermatitis contact. In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced large intestine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), umbilical hernia (seriousness criterion medically significant), infection (seriousness criterion hospitalization), abdominal pain lower ("abdominal cramping"), dyspareunia ("painful intercourse"), rash ("rashes or skin condition"), post procedural infection ("infection after surgery,"), large intestine infection (seriousness criterion medically significant), abdominal hernia (seriousness criterion medically significant), endometriosis ("other injury: endometriosis endymiosis"), abdominal pain upper ("stomach pain") and abdominal adhesions ("colon attached to the uterus"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy, umbilical hernia surgery, abdominal hernia surgery and colostomy, colectomy) and denture. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, large intestine perforation, umbilical hernia, infection, abdominal pain lower, dyspareunia, hypersensitivity, allergy to metals, rash, post procedural infection, large intestine infection, abdominal hernia, diverticulitis, teeth brittle, depression, migraine, headache, weight increased, endometriosis, abdominal pain upper, abdominal adhesions and gastrointestinal pain outcome was unknown, the dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal adhesions, abdominal hernia, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal pain, headache, hypersensitivity, infection, large intestine infection, large intestine perforation, migraine, pelvic pain, post procedural infection, rash, teeth brittle, umbilical hernia and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Pathology test: on (B)(6) 2015: specimen: uterus & cervix, uterus, cervix, and bilateral fallopian tubes diagnosis result: uterus, cervix, bilateral fallopian tubes, resection:cervix with mature and immature squamous metaplasia, mild chronic cervicitis and nabothian cysts. Benign proliferative endometrium with foci of stromal hemorrhage and breakdown. Solitary leiomyoma (1.3 cm) with focal stromal hemorrhage, intramural within the myometrium. Both fallopian tubes contain coiled wires proximally and show no significant histopathologic changes. Gross description: received a total hysterectomy and bilateral salpingectomy specimen. Bilateral coiled wires are noted within the fallopian tube lumens. The endometrium is hemorrhagic and uniform. Upon cross sectioning, a single, 1.3 cm probable leiomyoma is noted in the lower uterine segment. Lot number: 623647, manufacturing date: 2007/03, expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), allergy to metals ("nickel allergy") and infection ("infection"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, tooth disorder, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, infection, pelvic pain and tooth disorder to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.